Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg.: 5/29/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of " there was cassette sensor error during testing¿ was confirmed. The pump showed a cassette error in the display. The probable cause was cassette sensor error. Recalibrated the occlusion sensors. Further investigation found that the battery compartment was cracked, and the battery door was missing. Replaced the downstream occlusion seal as a preventative measure. Replaced the battery compartment, door, springs, pogo contacts, separators, gaskets, universal serial bus (usb) insulator, keypad and labels. Updated software and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.